Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system was experiencing errors c-34 with monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended rebooting the integrated electrosurgical unit (iesu) with no change. The customer confirmed that iesu was not plugged into a power strip and into its own outlet. Prior to calling technical support, the customer reseated the green energy cable. The tse recommended trying the opposite energy port with no change. The tse asked if the customer had a backup generator and the customer stated no. The tse recommended swapping vision side cart (vsc)s. The customer was able to change out the vision tower with one from another da vinci system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue, but replaced iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. On startup, the iesu displayed errors c-34, c-71, m-02, and 4-71. The monopolar slot#2 failure was confirmed by error 4-71.